Event description:
Info received indicates the left siderail will not latch due to the latch assembly shoulder bolt backing out.

Manufacturer narrative:
The account replaced the shoulder bolt to repair the stretcher.